Event description:
It was reported that the pump had a acu watchdog failure, with version 6.0.3 during testing. It was confirmed during inspection of a returned pump that acu watchdog failure error does appear in event log. The failure mode was found in non-clinical condition. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially impact the patient.

Manufacturer narrative:
H9 - correction/removal report no z-1540-2024- z-1543-2024. The suspected device was returned for evaluation. There was no 12-month service history during the review. Visual inspection had been performed; no anomalies were observed related to the complaint. Event log reviewed and reported failure mode was observed in event logs history. Customer complaint acu watchdog failure error could be confirmed. Replaced the main speaker. The probable cause of the reported issue was defective main speaker. The device passed all functional testing after repair.